Manufacturer narrative:
Exemption e2015054. (B)(4). Xxx complaints were received during this report period. Of these, 1 showed no evidence of any device-related fault. Approx 1 was determined to be the result of manufacturing error. All 2 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 2 malfunction events which is associated with the materials used to construct the cover or outer wrapping of the device. Patient information is not confirmed for the events.